Event description:
The ultrasound machine which already had been acting up, froze 3 times during the middle of the exam, approximately every 2-3 minutes, delaying the exam length for the patient. The problem is being worked on, however this issue has gotten out of hand since the unit froze approximately 10 times yesterday. Each time we had to apologize to the patient for the delay.